Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 mg/dl and insulin pump had power error detected alarm. Customer¿s current blood glucose is 350 mg/dl. Customer stated that her blood glucose level was not came under 200 mg/dl. The customer did experienced the symptoms such as thirsty. The customer treated with the syringes. Troubleshooting was done for high blood glucose level and power error detected alarm. Customer reports that the notification light did not stop flashing. Customer reports that they will contact with their healthcare professional¿s. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because they had recent high blood glucose level. The insulin pump will not be returned for analysis.